Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-20230. It was reported the pt is not receiving effective coverage. X-rays showed the lead had not moved. Reprogramming was able to capture left-sided coverage but not the right without producing abdominal stimulation. It was advised the lead may have pulled out from the header therefore, additional x-rays should be taken. Follow-up identified the pt has unrelated health issues have taken priority. The scs system issue will be addressed at a later future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.